Manufacturer narrative:
The suspect device has not yet been returned for evaluation; therefore, inspection and testing has not been conducted. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly. Device not yet returned.

Event description:
The customer reported the flow rate from the insufflator was insufficient during a therapeutic laparoscopic cholecystectomy procedure. The insufflator did not achieve the desired pressure. The physician set the output to 15, but only reached 12, which resulted in the physician having difficulty performing the procedure as he did not have a full cavity in which to operate. The procedure was completed using the subject device. There was no harm or user injury reported due to the event.

Manufacturer narrative:
The suspect device has not yet been returned for evaluation; therefore, inspection and testing has not been conducted. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly. Device not yet returned.

Event description:
The customer reported the flow rate from the insufflator was insufficient during a therapeutic laparoscopic cholecystectomy procedure. The insufflator did not achieve the desired pressure. The physician set the output to 15, but only reached 12, which resulted in the physician having difficulty performing the procedure as he did not have a full cavity in which to operate. The procedure was completed using the subject device. There was no harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information, based on the approved final investigation and device evaluation. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. Olympus inspected the device, per standard guidelines for two days, but did not find any low flow rate issue. Its pressure and flow rate were within standard. Based on the results of the investigation, and since no device malfunction was confirmed, during evaluation. The definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.